Event description:
Additional information was received. Indicating, that there was loosening between the implant and cement.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: h6: (device code). Pe code, was updated from implant loosening: interface: unknown to implant loosening: interface: cement to implant. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of lcs implants. Implants loosened due to poor positioning during initial primary procedure. There was metalosis showing in the joint. Implants were taken out very easily. Exact date unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿revision of lcs implants. Original surgery year was [year]. Implants loosened due to poor positioning during initial primary procedure. There was metalosis showing in the joint. Implants were taken out very easily. Exact date unknown¿ the product was not returned to depuy synthes, however photos were provided for review. See attachments "revision (B)(6).jpg" and "revision (B)(6)2.jpg" review of the photographic evidence revealed that a large portion of the fixation surface presents signs of what appears to be cement, which may indicate a proper fixation between the implant and the femoral bone. However, based on the available information, the reported loose condition cannot be confirmed and it is not possible to determine the exact position in which the lcs complete fem cem l std+ was implanted. A manufacturing record evaluation was performed for the finished device [129402050 / 3462542] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the lcs complete fem cem l std+ would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [129402050 / 3462542] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.